Manufacturer narrative:
The device was not received by depuy synthes power tools. The investigation is currently in process. When the evaluation is completed or additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "does not function." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.